Manufacturer narrative:
The returned screw fragment was examined visually under magnification and dimensionally using a comparator. It was found to be within manufacturing specifications. Visual examination under magnification found evidence of both ductile and brittle fracture. There is some evidence of fatigue crack propagation.

Event description:
An aculoc 2 plate was implanted on (B)(6) 2016. At some point post op, one of the screws broke. Most of the screw was explanted on (B)(6) 2017.